Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had three years remaining. Moreover, it was noted that for the least three years it showed eight years remaining. In addition, engineering analysis was performed in which the result showed an increased in power consumption that appeared to be spikes in the power graph that was caused by frequent and failed latitude communication attempts. Further, the latitude communication time has increased and the communication logs show thousands of failed communication attempts with the device. It was suggested to consider checking the environment of the latitude communicator and it's ability to consistently communicate with the device. To date, this crt-d remains in service. No adverse patient effects were reported.